Event description:
It was reported that during a gastric sleeve procedure, while using the first reload a couple of staples did not form in the tissue. The staple line was over sewed. While the tech was removing the second reload the rep noticed that some of the staples did not deploy from the cartridge. It is unknown if there was incomplete staple line because it is unknown if the device was fired over tissue in the area where the staples did not deploy. The same device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The analysis results showed that cartridge (a) reload was received. The reload was received in good visual condition and fully fired. Additionally several b-from staples were on deck. No functional testing could be performed due to the condition of the reload. Event could not be confirmed as no device was returned for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results showed that cartridge (b) reload was received. The reload was received in good visual condition and fully fired. No functional testing could be performed due to the condition of the reload. Event could not be confirmed as no device was returned for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process. Batch # j5fg02 (mfg 2/10/2012; exp date 1/10/2017).